Manufacturer narrative:
Device lot number: 18928233 and 18784784. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire detachment occurred. The target lesion was a multivessel disease located in an artery below the knee. A 014/300 platinum plus guide wire was advanced to the lesion. However, during the exchange of the support catheter, the platinum plus guide wire broke. The procedure was completed with another 014/300 platinum plus guide wire. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has wire damage. The device has the spring tip severely damaged (unraveled) and coilwire broken. All the outer dimensions were found to be within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire detachment occurred. The target lesion was a multivessel disease located in an artery below the knee. A 014/300 platinum plus¿ guide wire was advanced to the lesion. However, during the exchange of the support catheter, the platinum plus¿ guide wire broke. The procedure was completed with another 014/300 platinum plus¿ guide wire. No patient complications were reported and the patient's status was stable.